Event description:
Provider had to change laser fiber twice due to failure of the laser tip. Provider noticed slight resistance while passing through the end of the scope. When retracted the scope out of the sheath and viewed the laser fiber there was an angulation to it approximately 4.5 mm from the tip and slight loss of the insulation. Case was completed with a third fiber.